Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: mersilene¿ tape for circular suture of the cervix. Perioperative complications and complications and interventions during pregnancy. Complications perioperative: pprom during intervention (%). History-indicated transvaginal cerclage (primary) 0 (0%). Ultrasound-indicated transvaginal cerclage (secondary) 0 (0%). Dilatation-indicated transvaginal cerclage (tertiary) 1 (3%) . Transabdominal cerclage 1 (3%). Weighted mean1% . Blood loss =500 ml (%). History-indicated transvaginal cerclage (primary) 0 (0%). Ultrasound-indicated transvaginal cerclage (secondary) 0 (0%). Dilatation-indicated transvaginal cerclage (tertiary) 0 (0%). Transabdominal cerclage 6 (20%) . Weighted mean1%. Cervical tear (%) . History-indicated transvaginal cerclage (primary) 0 (0%) . Ultrasound-indicated transvaginal cerclage (secondary) 0 (0%). Dilatation-indicated transvaginal cerclage (tertiary) 1 (3%). Transabdominal cerclage 0 (0%). Weighted mean <1%. Bladder lesion (%) . History-indicated transvaginal cerclage (primary)0 (0%). Ultrasound-indicated transvaginal cerclage (secondary) 0 (0%). Dilatation-indicated transvaginal cerclage (tertiary) 0 (0%) . Transabdominal cerclage 0 (0%). Weighted mean 0 (0%) . Complications and interventions during pregnancy: readmitted for threatening preterm birth (%). History-indicated transvaginal cerclage (primary) 11 (37%). Ultrasound-indicated transvaginal cerclage (secondary) 17 (57%). Dilatation-indicated transvaginal cerclage (tertiary) 6 (20%). Transabdominal cerclage12 (40%). Weighted mean 43% . Gestational age at readmission (weeks) . History-indicated transvaginal cerclage (primary) 27+1 (17+2-35+6). Ultrasound-indicated transvaginal cerclage (secondary) 26+0 (16+4-35+6). Dilatation-indicated transvaginal cerclage (tertiary) 30+2 (25+3-35+3). Transabdominal cerclage 24+0 (17+2-35+1). Weighted mean 26+6. Revision cerclage (%). History-indicated transvaginal cerclage (primary) 2 (7%). Ultrasound-indicated transvaginal cerclage (secondary) 2 (7%). Dilatation-indicated transvaginal cerclage (tertiary) 0 (0%). Transabdominal cerclage 2 (7%). Weighted mean 14.0% . Cervical laceration due to tearing of cerclage (%). History-indicated transvaginal cerclage (primary) 1 (3%). Ultrasound-indicated transvaginal cerclage (secondary) 6 (20%). Dilatation-indicated transvaginal cerclage (tertiary) 7 (23%). Transabdominal cerclage 1 (3%). Weighted mean 11% . - gestational age at tearing of cerclage (weeks). History-indicated transvaginal cerclage (primary) 32+4. Ultrasound-indicated transvaginal cerclage (secondary) 25+1 (24+1-34+4). Dilatation-indicated transvaginal cerclage (tertiary) 27+2 (23+5-35+4). Transabdominal cerclage 28+2. Weighted mean 29+1. - time until delivery after tearing of cerclage (days). History-indicated transvaginal cerclage (primary) 25 . Ultrasound-indicated transvaginal cerclage (secondary) 2 (0-15). Dilatation-indicated transvaginal cerclage (tertiary) 0 (0-3). Transabdominal cerclage 0 . Weighted mean13.2. Data are presented as median (range) or n (%). Pprom = premature preterm rupture of membranes. Subgroups were weighted at 50%, 35%, 10%, and 5%, respectively, to reflect their relative clinical importance in the overall analysis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.